Event description:
It was reported that the patient's pump had been dry for about a year and a half. There was a miscommunication between the patient's healthcare providers (hcp) and the patient's pump medication was not "renewed". The patient was told by her hcp that the pump would need to be replaced because it had been dry for too long and could no longer be used. The drug the device system was used to deliver was not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).